Manufacturer narrative:
Device evaluation summary: the device returned with the external slider in the home position. A radial scratch was visible to the tapered tip and the tapered tip was bent. A 1.25mm gap was evident between the screw gear and backend component. The two backend wheel components had detached. Two tabs were broken on one component and two dowels were broken on the other component. The reported ¿deformation (in-vitro)¿ can be confirmed through analysis. Caliper calibration ID: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft was implanted during an endovascular procedure for the treatment of a 58mm abdominal aortic ane urysm.  It was reported during the index procedure a type ia endoleak had occurred. The physician began to prep an endurant aortic cuff for intervention however while flushing the device an unusual sensation was noted and the back-end wheel was reportedly damaged. The physician decided to stop using the device when the suprarenal stent had fallen into the outer sheath. The physician then completed the procedure using the chimney technique and a non-mdt device and it was noted that the endoleak had disappeared.  As per the physician the cause of the type ia endoleak was due to the patients vessel morphology as a result of short neck and severe tortuosity. The cause of the back-end wheel damage was due to a device error. No additional clinical sequalae was provided and the patient is fine.